Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 309110 and lot number 2309218. The review did not reveal any detected abnormalities during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, a physical sample was indicated as returned for evaluation; however, after thorough attempts to locate the sample, it could not be found. We apologize for this inconvenience. The investigation was completed through the use of the provided picture and video sample. Through examination of the picture and video, the reported defect of leakage past the plunger rod was observed. The observed leakage most likely resulted from damage to the plunger component. Although the exact manufacturing cause could not be determined; this type of damage may result from the handling of the product through the manufacturing process or within the plunger assembly machine. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that bd discardit syringe s2 leaked past the stopper. The following information was provided by the initial reporter, translated from german to english: reflux of phentanyl by application during use 3 times with the same colleague (xxxxxx), 3 times phentanyl (glass break ampoule) was drawn up, when connecting via a three-way stopcock or injection port, medication administration was stopped, a new syringe was drawn up.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.